Event description:
It was reported that noise was found on the lead. ICD therapy was turned off since patient does not want to undergo surgery for lead revision.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.